Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). 17y po fracture of ceramic head. No further information provided. Components in use listed as concomitant devices are: nk460 / biolox prosthesis head 12/14 28mm s, ae-qas-h548-01 / collect.no.qas acetab.cups biolox, ae-qas-h547-01 / collect.no.qas fem.heads biolox.

Manufacturer narrative:
Investigation: ball head: reconstruction: the ceramic ball head cannot be completely reconstructed from the delivered fragments. Metal transfer: there are metal transfer patterns of erratic appearance on the outer surfaces which are caused due to secondary effects, i.e. Rubbing between the metal parts and the ceramic fragments after the primary fracture event. Batch history review: the device history records have been checked and found to be according to the specification, valid at the time of production. Conclusion and root cause: the failure is most probably patient related. No CAPA is necessary.